Event description:
Upon impacting the tibial tray with a stem and sleeve, the patient's bone cracked.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.